Manufacturer narrative:
A complaints database search on product codes 917143000, 152190060 did not identify any anomalies. A complaints database search could not be conducted on the other products as no product or lot numbers were received. A review of manufacturing records could not be conducted as no lot numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Addendum added 29-sep-2014. Analysis of the return parts with for taper scoring, cmm and redlux was not possible as the head has already been sectioned along with the taper of the stem. A review of manufacturing records and complaints database search did not identify any anomalies. The root cause of the complaint remains unchanged. No further actions are identified.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to implant (head) disassociation on (B)(6) 2014. Doi-(B)(6) 2002. Black corrosion was noted in the stem neck, and the stem was removed by eto.there was surgical delay, however no exact time was reported. No adverse consequences to the patient were reported. The surgeon requests to investigate product by sem.